Event description:
It was reported to boston scientific corporation that an obtryx ii device was implanted into the patient on (B)(6) 2014 as part of a clinical trial. According to the complainant, during discharge procedures on (B)(6) 2014, the patient experienced difficulty emptying her bladder. The patient was discharged on (B)(6) 2014 with an indwelling optioncath. On (B)(6) 2014, when the patient removed the catheter as instructed, she was able to void, and the event is considered resolved without sequelae. The investigator for the study assessed this event as not related to the procedure or device, but assessed the event as pelvic floor related on (B)(6) 2014, the patient presented with moderate posterior pelvic pain which was described as spontaneous and also experienced during sexual intercourse. A CT scan was negative and the physician prescribed keflex, vicodin, rocephin, and diazepam to treat the pain. The patient was reported to be recovering as of (B)(6) (pain is improving) and the pelvic pain resolved on (B)(6) 2014. The investigator assessed the event as pelvic floor related, probably related to the mesh implantation procedure, and not related to the device.

Manufacturer narrative:
(B)(6) - surveillance study.